Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the patient was at rehabilitation center and the inr (international normalized ratio) was high over 4. Dose of coumadin was adjusted to 0.5mg. It was supposed to increase but the caregiver misunderstood. Patient had inr 1.3 on (B)(6) 2015 with power rise of 15-20 watts. Patient was admitted on (B)(6) 2015 and given one dose of tpa (tissue plasminogen activator) and placed on integrilin. Power returned to baseline. Patient remains in the hospital. Additional information was received on 01/19/2016; patient had power rise again three days after tpa. Patient had return of lv function to where site considered him recovered. Patient was brought to the operating room on (B)(6) 2016 where they stapled the outflow graft, left pump in place and cut driveline. Pump is still in the patient. Patient is stable and doing well.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The instructions for use (IFU) addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. Clinical and patient factors including the reported sub-therapeutic inr is an identified contributing factor to this type of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.